Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, clip stuck in the applicator. Another device from another lot number was used. There was no patient injury.